Manufacturer narrative:
Concomitant medical products: 507652 lead, implanted: (B)(6) 2003; evolutr23us transcatheter valve, implanted: (B)(6) 2018 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a syncopal episode due to far field r-wave (ffrw) oversensing on the right atrial (ra) lead. The oversensing caused the device to mode switch and record events as atrial arrhythmias. The lead remains in use. No further patient complications have been reported as a result of this event.